Event description:
It was reported ((B)(6)) the patient's lead had high impedance due to a fracture where the swiftlock anchor was located. As a result, the lead was explanted and replaced. Effective therapy was obtained after the surgery.

Manufacturer narrative:
Evaluation: results: the complaint for high impedance/lead fracture was confirmed. Microscopic inspection of lead revealed a kink with all broken wires 23cm from the stimulation end. As there was no breach of the outer tubing and no stimulation was observed prior to the revision, the fracture was consistent with an overstress condition the lead was subjected to while inside the patient. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.